Event description:
Client called and stated, that the belt of his wheel chair broke, while on an incline. He said that, he rolled rapidly down the incline before his brother could stop the chair. The client states, that he is all right and did not sustain any injuries.